Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (approximately 300 mg/dl) with a medium level of ketones and insulin injections were administered to address the bg level. A pump system check was performed and no device issues were identified. The contact reported that the infusion set site was to be changed and would contact a healthcare provider to discuss the event.